Event description:
Health professional later reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reported left side capsular contracture, baker grade unknown, and rupture. Device remains implanted.

Event description:
Patient reported, left side capsular contracture, baker grade unknown. Rupture and pain. Healthcare professional, later reported, capsular contracture, baker grade iii. And "textured recalled implants". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as fold flaw opening. And missing shell assessed, as inconclusive. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases are observed, wear abrasion is observed, stress marks are observed assessed, as non-penetrating nick. No further actions are required, as the device was implanted.